Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that all keypad buttons had a 'delayed intermittent response' when pressed. The patient's mother stated the buttons were hard to push and worn off. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: evaluation revealed that the audio bolus button had a hole in it but the keypad rubber was intact. The torn bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. Evaluation revealed that the bolus button was hard to push. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed.